Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer reports that troubleshooting was performed for the pump error alarm. The customer stated that they were clear the alarm but self test did not passed. The customer stated that the alarm was reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6).